Event description:
On (B)(6) 2012, the reporter the patient contacted animas to report that on (B)(6) 2012 the patient was taken to the emergency room with a blood glucose reading of 589 mg/dl, and she was experiencing the symptoms of vomiting and tested positive for ketones. The patient was treated with intravenous fluids and injections of insulin and given a diagnosis of elevated blood glucose level, not dka. The patient reported the history records in the pump were incorrect. Troubleshooting revealed that on (B)(6) 2012 the total daily dose and bolus/basal history records were incorrect. The pump history also contained a record of an occlusion alarm on (B)(6) 2012 when the patient claimed she was not using the pump at that time. The patient was discharged from the emergency room with a blood glucose level of 200 mg/dl and instructed to move to her backup plan. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 08/26/2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values for the reported dates of the alleged malfunction. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. On testing, there were no hypersensitive keypad buttons. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found and the complaint was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.